Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker exhibited undersensing and farfield oversensing. On the right atrial (ra) lead channel. Reprograming of the system was discussed. This system remains in service. No adverse patient effects were reported.